Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A system check was partially performed; however, the customer declined to complete troubleshooting. Customer successfully resumed insulin deliveries. Customer¿s blood glucose level was between 396-397 mg/dl.